Event description:
It was reported that the physcian was embolizing a gastric varice through a competitors balloon catheter. The physician deployed several coils with no incident. The physician then tried to reposition the event coil. Subsequently, the coil began to unravel and detached within the catheter. The balloon catheter and coil were then removed together. There was no effect to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
No additional information received see d10, h6 and h10.

Manufacturer narrative:
The visual analysis of the returned items found the implant coils stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. The investigation found the implant's monofilament at the tie knot broken, indicating that the device experienced a tensile break. The investigation of the returned coil system found the implant stretched at the proximal section and separated from the pusher. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e. Stuck on previously implanted coils or the tip of the microcatheter). The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant but stretching is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.